Manufacturer narrative:
A ge service representative performed an onsite investigation. The pc start-up connection was repaired. Other parts were ordered to complete repair of the system. No further investigation is available.

Event description:
The customer reported that the system would not allow new patients to be entered, and the system would not display images. No patient injury was reported.